Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device failed to fire properly during first use. The device was removed and it was noted that a few staples had been released. The cartridge was replaced and then fired onto the tissue again. The staples were not properly released again. The nurse found it difficult to remove the cartridge from the device. Rather than opening another same like product, the surgeon decided to use ligaclips to complete procedure. This was completed, although it was made difficult due to the few staples that had been released. No consequence to the patient or patient's tissue was noted or reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties noted. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.